Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no reported impact to customer's blood glucose level. The customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.